Event description:
The customer obtained false high sodium (na) results for four (4) patients, involving the unicel dxc 600i synchron access clinical system. The customer repeated the samples on an alternate dxc and obtained lower na results within the normal reference range for the patients. (Note: the customer repeated two of the four patient samples on the same dxc which generated "probe obstruction" error messages) the false high na results were reported outside the laboratory. There was no effect to patient treatment in connection with this event. Quality control (qc) was within laboratory's established ranges prior to the generation/reporting of false high na results.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and found a slow leaking buffer chamber on the ratio pump. The ratio pump was replaced to resolve the issue. The fse verified instrument operation.